Event description:
The customer stated that he tested his blood glucose and received a reading of 415 mg/dl. He retested within two minutes, and received a reading of 99 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed two control tests and received results of 245 and 248 mg/dl. The range is 112-161 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.